Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on 19-aug- 2020. Visual analysis of the photographs identified. Device patch with lot (or catalog) number the batch or catalog number cannot be confirmed since the position of the photo does not allow it. Creases: red biological tissue, deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4) :covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: MRI and retro-pectoral breast device with suspicion of rupture discovered via ultrasound and mammography. Medical exams: fibrous shell with silicone deposits.

Event description:
Physician reported rupture related to the left side, MRI, ultrasound and mammography performed. Device has been explanted.